Event description:
Customer called lfs in 7/02 alleging the ot ii meter would only prompt "clean test area". The issue was not resolved with troubleshooting. Customer had no symptoms and did not report an adverse event. Meter has been replaced.